Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter after having a sling device was implanted. No patient complications were reported in relation to his event.